Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
A family member reported that the battery and pump became warm to the touch. She stated that the pt complained that her abdomen felt warm. The family member said that she picked up the pump which felt hot to touch; the pt's skin appeared red, but if did not look burned. The family member confirmed that the battery was warm to touch; she said the battery and pump was not hot enough to burn her hand when she handled them. This time was the first incident when the pump felt warm. She noted that prior to the complaint of heat, the pump emitted a low battery warning. The family member said they use 1.5 volt aa lithium ultimate energizer batteries and the pump is set for lithium. She denied moisture or corrosion in battery compartment, and battery cap is intact.